Manufacturer narrative:
Other, other text: b5: additional information received via email on 03-may-2022: the events did not occur while in use with the patient. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found tamper seal and labels intact. Evidence of the reported problem was found in the device ehl (event history log) . The customer's reported problem was duplicated following functional testing and the primary cause was due to a faulty motor. Corrective action was replacement of the motor. Root cause for reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: b5: it was reported that device displayed an error code during testing. No patient injury reported.

Event description:
It was reported that cadd-legacy pump displayed error code 1871 during testing, no patient injury.

Event description:
Additional information received via email on 03-may-2022: "the events did not occur while in use with the patient." No patient involvement.

Manufacturer narrative:
Additional event information was received. No patient involvement. Updated b5. The model number was not documented in the initial report. (Updated d4).

Manufacturer narrative:
Additional information received via email on 03-may-2022: the events did not occur while in use with the patient. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found tamper seal and labels intact. Evidence of the reported problem was found in the device ehl (event history log) . The customer's reported problem was duplicated following functional testing and the primary cause was due to a faulty motor. Corrective action was replacement of the motor. Root cause for reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: b5: it was reported that device displayed an error code during testing. No patient injury reported.